Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "prosthesis was considered to have degenerated contents and blurred outer edges" and "consider rupture of the left breast prosthesis, small nodule in the upper outer quadrant of the left breast, bi-rads 3, consider benign lesions." Device remains implanted.